Event description:
It was reported that the device received alarm - error codes / messages. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted performed r060 super cap recall. This cleared the error code 133.6080 issue. Replaced missing pole clamp assembly. Replaced corroded left/ right iui's. Replaced damaged rear case. Replaced unresponsive keypad. A review of the device history record showed the device had a manufacture date of 11feb2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board (c245 recall affected). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarmed and displayed an unknown error message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is in progress. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed and displayed an unknown error message. No additional information was provided. There was no patient involvement.